Manufacturer narrative:
(B)(4).

Event description:
The pt felt a shocking or jolting sensation at the implantable neurostimulator location. There was no known accident or incident associated with the complaint. The pt was at home: her status was reported to be good. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.